Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. Due to the patient's rotated heart, the imaging via esophageal ultrasound was poor. A mitraclip xtr (lot: 31201r1058) was chosen for implantation. The clip and the leaflet could not be imaged at the same time. The procedure was cancelled due to the poor imaging with no clips implanted. A small chordal tear was observed on the posterior leaflet post procedure. After removal from the body, the steerable guide catheter (sgc) had a tear on the soft tip. It was thought the soft tip tear was from pulling the clip back through the sgc for removal. The procedure ended with mr unchanged grade 4+. There was no clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional sgc0301 device referenced in b5 is filed under separate medwatch report number.

Event description:
Subsequent to the previously filed report, additional information was received: it was thought the steerable guide catheter (sgc) soft tip tear was from the interaction of the clip with the sgc tip during removal of the clip.

Manufacturer narrative:
All available information was investigated and the reported difficulty removing the clip delivery system (cds) from steerable guide catheter (sgc) was not confirmed via returned device analysis. The reported poor image resolution and positioning failure of inability to grasp the leaflets could not be replicated in a testing environment as they were related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported poor image resolution was due to patient morphology/pathology (rotated heart). The inability to grasp was due to the poor image resolution. A cause for the reported the difficulty removing the cds from the sgc cannot be determined. The reported tissue injury (chordal tear) appears to be related to multiple grasping attempts. Tissue injury is listed in the instructions for use as known a possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.